Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat a narrow lesion in the femoral artery, a 7.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced and the balloon was inflated for the first time; however, a balloon rupture occurred at 14 atmospheres. A new same size armada 35 pta catheter was used to continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.